Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose and hospitalization. Customer's blood glucose level went as high as 1100 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis and was hospitalized as a result of high blood glucose levels. Customer was wearing the insulin pump at the time of the hospitalization. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump delivered properly all boluses programmed during testing. The pump had a cracked case at the display window corners and minor scratches on the lcd window.